Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that, after multiple attempts to troubleshoot the impedances, the surgeon opted to remove the lead and place a new one. The primary placed lead had possibly moved and did have multiple impedances. The rep noted that there was "possible pulling on the lead." The rep noted that, at that time, they assumed that the primary lead was the problematic part and thus opted to replace it. Troubleshooting performed on monday march 18 which included wiping/drying the lead, disconnecting and reconnecting, and re-testing impedances. The issue has reportedly been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that there was a battery problem. They were seeing high impedances on the day of surgery. They were 4000 ohms. Troubleshooting involved multiple attempts to reconnect. Drying the components and checking the impedances. They placed a new lead, connected the generator again, and had impedances on a different e lectrode that time. This issue was resolved. The cause was not known.